Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h4, h6, and h11 were updated. Based on the results of the investigation, the definitive root cause of the defective electropneumatic proportional valve and light emitting diode (led) indicators could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the insufflator exhibited secondary tube leakage due to defective electropneumatic proportional valve and indicators of the led did not light up due to defective front panel. There was no report of patient involvement or user injury associated with this event.